Manufacturer narrative:
The unit was returned and an evaluation completed. Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the upper battery pack between the cells and pcb. There was a blackening on the top of the upper battery pack and its printed circuit board (pcb). Cells 5 and 6 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation.

Event description:
It was reported that the paper under the cradle was burning and the handle did not burst or melt. There was no report of injuries and no report of user or patient involvement or impact to patient care.